Event description:
It was reported to philips that the efficia dfm100 monitor / defibrillator did not deliver a synchronized shock via external paddles. This report has been updated from a serious injury to a non adverse event as additional information received clarified the treatment was an elective sync procedure which was not life-threatening. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. Multiple event files from the involved device were reviewed by a philips clinician to identify the correct event where a shock was not delivered via external paddles. In the event from 9:23 a.m. On 28jan2020 two shocks were attempted and delivered in the sync mode via external paddles at 150j and 200j respectively. For the event from 9:33:27 on 28jan2020, one shock was attempted and delivered in the sync mode via external paddles. These two events were therefore excluded. Philips is considering that the event on 28jan2020 at 11:07:52 a.m. Was the event in question as one shock was not delivered via external paddles. The involved device was powered on into the manual mode and ECG leads were placed. The heart rate was approximately 130 beats per minute. The users selected the sync mode and began charging the device to 150j at 5:51 elapsed time (et). The users did not discharge the energy and at 6:25 et the energy was disarmed. This is expected behavior of the device. The dfm100 instructions for use states that the defibrillator will disarm automatically when the shock button has not been pressed within the time period specified in the time to auto disarm configuration setting. The time to auto disarm defines the amount of time the device remains charged if a shock has not been delivered. (Philips document s/n 453564403811, edition 1.7, march 2019.) This applies to manual defib and sync modes only. The default setting is 30 seconds. The users applied defibrillator pads to the patient at 6:54et and delivered the sync shock via pads at 7:07 et. The available information does not support a malfunction of the device. The device passed all testing and that the device was working as intended in the identified event. The energy was disarmed due to a time-out of the device which is expected behavior. The device remains at the customer site and no further evaluation is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the efficia dfm100 monitor / defibrillator did not deliver a synchronized shock via external paddles. Philips is considering this event to be a serious injury because there was a delay in treatment, and it is unknown if the patient experienced an adverse event and the outcome of the event is unknown. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.